Event description:
The customer reported that this defibrillator failed to discharge via paddles during testing. There was no pt impact.

Manufacturer narrative:
(B)(4). The customer reported that this defibrillator failed to discharge via paddles during testing. There was no pt impact. The device was evaluated by philips and the reported symptom could not be reproduced. The device passed all testing. We are unable to determine the cause of the reported symptom.